Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 8 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device or cutting accessory fractured. 3 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10. 13 previously reported events are included in this follow-up record. Product return status. 8 devices were received. 5 devices were not available for evaluation.

Event description:
This report summarizes 13 malfunction events in which the device or cutting accessory fractured. 3 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.